Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted a taxus express2 3.0x32mm drug eluting stent to the moderately tortuous mid left anterior descending (lad) artery. Ivus confirmed that the stent was well positioned and well apposed. No pt injuries or complications were reported. The pt was sent to recovery, but returned to the catheterization lab within one hour due to chest pain. Angiography confirmed a thrombosis in the proximal portion of the previously placed taxus stent. An aspiration catheter was used to treat the thrombus. The physician then ballooned the lesion, unknown type and size balloon, and placed a bare metal stent in the proximal portion of the 3.0x32mm taxus stent. No additional injuries or complications were reported. Pt status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.